Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
The end user states that the seat on the commode is broken and is pinching her skin. No bruising no broken skin. The end user has no further information to provided.